Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07570. It was reported that the right atrial and right ventricular leads exhibited oversensing of noise. Both leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a partial lead was returned in three pieces measuring 4.7 cm, 5.7 cm, and 42.5cm, respectively. Visual inspection of the lead found an external insulation abrasion in the proximal region exposing the outer coil noted at 38.1 cm to 38.3 cm from the distal tip, which was consistent with friction to the device can. The reported event was isolated to the exposed outer coil conductor path in the abrasion region.